Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp flipped this pump and they took the patient into the procedure. They were able to then interrogate pump and tried to aspirate catheter and they were unable to do it due to it being kinked. Patient was scheduled for a revision (replacing catheter and tracking down pump) this afternoon at 16:00. They were revising system today. The hcp was not comfortable starting the patient back on the 40 mg/ml drug in the pump after the revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving bupivacaine, 1 mg/ml concentration at 0.13 mg/day dose and dilaudid, 40 mg/ml concentration at 5.4 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that they were about to enter a dye study for a patient who had been having withdrawal symptoms since (B)(6) 2019. There was no fall on (B)(6) 2019, but that was when the patient's symptoms began. The rep attempted to interrogate the pump and was unable to, and that was when the patient expressed that she felt that the pump "has completely flipped over" since his morning. A hcp was able to read the pump this morning before the patient felt it flipped. The pump felt loose and the patient was uncomfortable. The rep had to hold it in place to attempt to interrogate the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that there was no answer as to why the pump was flipping. The pump was exchanged was due to patient preference. A catheter revision and a pump replacement was performed on (B)(6) 2019. The event has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 2014-07-19, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the pump was implanted on (B)(6) 2019 and would be replaced in the future. The pump kept flipping and the catheter had clear kinks on x-ray per the radiologist. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ diagnostics/troubleshooting included flipping the pump back and attempting to aspirate the catheter that was unsuccessful. The radiologist would speak with the managing physician and they would come up with a plan for revising/replacing the catheter. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the pump logs were ran as well and all looked fine. The patient had been feeling her pump flip. She went to see the hcp last we ek and he was not able to aspirate the catheter, so he took her in under fluoroscopy and it was flipped. He flipped it back and did not have any discrepancies with the estimated reservoir volume and the actual. This weekend she started feeling off. The patient came to the hospital on 2019-sep-29 and was admitted. On the date of this report they performed a dye study and it was flipped again. The radiologist flipped the pump and tried to aspirate but was not successful. The procedure was aborted. The patient¿s weight and medical history was asked but unknown. Additional information was received from the rep on (B)(6) 2019 and the call was to confirm the new catheter volume regarding a catheter revision. No further complications were reported.